Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient developed an infection and had their spinal cord stimulator (scs) system explanted. The customer discarded the components. This is all of the information that the rep has available to them. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.